Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was capped and abandoned due to undersensing and loss of capture. There was no asystole. A new ra lead was successfully implanted and no additional adverse patient effects were reported.